Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdomen pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event. Treatment for the event was unknown. On an unreported date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.